Event description:
It was reported that a patient underwent a plastic surgery procedure on (B)(6) 2011 and topical skin adhesive was used. The patient developed a reaction to the adhesive about 15-20 days after the procedure. The symptoms included hyperemia, itching and red plaques locally and around the area where the product was applied. The topical skin adhesive was then removed. Anti-allergic medication and local and systemic corticosteroids were given. Currently the patient is well.

Manufacturer narrative:
(B)(4). It was reported that the reaction occurred on the abdomen. The reaction/allergy began in the area of the mesh, but the hyperemia and itching area increased beyond the mesh area. The erythematous lesions appeared in the area where the topical skin adhesive was used. It was observed also that the dermatitis became worse when the topical skin adhesive was removed.

Manufacturer narrative:
(B)(4): red plaques. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch dca002 in addition, a review of the batch manufacturing records for the possible batch number was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. They were visually and functionally evaluated. All product testing was found to be within the release specifications.